Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and poor sensing values were observed during follow-up in clinic. The lead was capped and replaced on (B)(6) 2016. Patient condition before and after the procedure were good.